Manufacturer narrative:
The investigation for the reported limb ischemia and delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was most likely patient condition related. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that there were delivery issues with the impella cp. The impella was unable to advance through the iliac. The decision was made to exchange the sheath and open a new device. A fem-fem bypass was performed due to bilateral limb ischemia. No patient harm or injury noted.